Event description:
Reportedly, the instrument fired but the mucosa of the rectum on the anal side was cut incompletely. The surgeon tried to remove the instrument, then the tissue shredded by itself. The tissue of the oral side was normal but the tissue of the anal side was extended. Procedure: lower anterior resection.